Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on 01/21/2026. According to the patient¿s parent, on (B)(6)2026, the patient experienced ¿25 hypoglycemic events in a single day¿. According to the parent the cgm device was not able to ¿keep up¿, due to the frequency of the hypoglycemic events. The patient would not have experienced any symptoms, but an ambulance was called and the patient was brought to the hospital. When a nurse took a fingerstick at the hospital, the cgm reading was 3.9 mmol/l, and the blood glucose reading was 8.9 mmol/l. The patient was treated with intravenous dextrose 5% and saline. No further medication was reported, and the patient was discharged after 2 days. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.